Event description:
Pt implanted with a margron-dtc hip replacement slipped and fell breaking femur below the implant 3 years after the primary surgery. Implant revised using alternate MFR's hip replacement system. During the revision surgery, it was noted that the primary stem and femur had wires wrapped around it, including a plate on the lateral side. X-rays also indicated possible infection. Primary implant was noted as being loose in the femur during revision and was easily removed. Use of wires to fix stem during primary surgery may have been inadequate, leading to micromovement within the femoral canal and aseptic loosening. Given the longevity of the implant, any possible infection and loosening was likely to be unrelated to the implant.

Manufacturer narrative:
The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the another country orthopaedic associated in its 2007 national joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.